Manufacturer narrative:
Based on the available information, the results of the investigation cannot confirm the complaint as the implant coil is attached to the delivery pusher and the implant length is intact. The root cause for this complaint could not be determined. (B)(4).

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the coil broke or prematurely detached within the microcatheter. The coil was pushed out to the intended site using a syringe. This is 1 of 2 devices reported during this incident. The other is reported in 2032493-2016-00190 ((B)(4)). No harm or injury was reported due to this incident.